Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, all the buttons were under responsive with no delivery issues noted. It was reported that moisture was evident behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings:on investigation, the alleged moisture intrusion was verified. The pump powered up properly with the returned battery cap. Moisture was observed behind the display. The keypad cover was undamaged and no tactile issues were found with the buttons. Removal of the keypad cover did not find any anomalies with the button contacts. Related to the complaint, it was observed that the battery compartment was cracked below the grip pad and a leak test showed that there was a leak where the crack was located. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.